Manufacturer narrative:
Reported event: it was reported that the pelvic array was stripped product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate 50 devices were manufactured under lot no 19470616 and accepted into final stock on (B)(6) 2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4). Lot number 19470616 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Pelvic array stripped. During impaction the pelvic array came loose. Upon further inspection it was noted that the pelvic array was stripped. A surgical delay of 1 minute was reported in the tha case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pelvic array stripped. During impaction the pelvic array came loose. Upon further inspection it was noted that the pelvic array was stripped. A surgical delay of 1 minute was reported in the tha case.